Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in japan, in a pascal precision ace procedure in mitral position, a chordal rupture occurred during device manipulation. Multiple positioning and capture attempts were performed, and upon returning to the left atrium following these maneuvers, it was observed that a small chordae at the a3 segment had ruptured, resulting in a new mitral regurgitation jet. The device was bailed out and the procedure was concluded without implantation. The level of mitral regurgitation (mr) remained as severe. As reported, traction had been applied while the chordae were entangled, which was considered a possible factor in the chordal rupture. An additional intervention is planned to address the residual mr and the ruptured chordae. The plan is to grasp the site of the chordae tendineae that were severed.